Event description:
Event was reported to caldera medical by an attorney. The pt has suffers chronic pelvic and vaginal area pain, severe burning, dysuria, infection, nocturia, urgency or urination and urine leakage. No further info has been provided.